Manufacturer narrative:
The devices were returned for evaluation on 28 november 2022. Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown. The returned devices were inspected under magnification. The returned plate (3025141-2022-00385) showed some slight signs of wear with minor scratches and all laser marking was legible. The distal holes also showed signs of usage but no excessive damage. The only returned screw was a 2.3mm x 18mm lkg variable angle screw (part number 30-2318, batch unidentifiable). The head of the screw was completely sheared off and threading was damaged towards the head. This damage could have been done in either insertion or removal if the screw was cross threaded, encountered very dense bone, or the screw was used in an incorrect hole. However, based on the information received and the investigation performed, the root cause could not be determined.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
It was reported during the procedure, the screw did not thread into the plate. The screw head stripped before fully seating into the plate. It was reported the screw was not inserted off-axis, and the plate had to come out in order to remove the screw. The plate and screw were removed and a backup set was used to complete the procedure. This issue prolonged the procedure by 60 minutes. The patient was stable, and there were no adverse patient consequences. This report is related to report number 3025141-2022-00385 for the plate involved in this event.